Event description:
It was reported that during implant high pacing impedance was noted on the right ventricular lead. The physician elected to complete the procedure with a different lead. The patient is recovering after the procedure.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned the helix fully retracted and clogged with blood. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Examination did not find any anomalies on the lead. Dimensional analysis results were within product specifications.